Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the physician was unable to get stable sensing and capture thresholds on the patient' left ventricular lead. A different lead was successfully implanted. The patient was stable throughout.